Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated with an ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly the iliac access was very tortuous. The ovation ix was deployed, however the syringe did not empty completely and a polymer leak occurred. The patient experienced hypotension. The aneurysm was excluded. Post procedure the patient had severe gluteal pain and was not able to move/lift their right leg. Reportedly, the physician stated that there may be an embolism of the iliopsoas. The patient was to be put on a fysio-program. No additional information was available.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that the iliac access was very tortuous. Post polymer fill of the aortic body stent graft, the patient experienced hypotension due to a suspected polymer leak and was successfully treated for an anaphylactic reaction per the device IFU. At the conclusion of the procedure, the aneurysm was excluded. Post procedure, the patient had severe gluteal pain and was not able to move/lift their right leg. Reportedly, the physician stated that there may be an embolism of the iliopsoas. The patient was to be put on a fysio program. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. The patient experiencing hypotension and treated for an anaphylactic reaction per the device IFU due to a suspect polymer leak and the embolization of to the iliopsoas muscle were unable to be confirmed with the medical records available for review. However, this event is likely device related due to the suspected polymer leak. As identified in endologix fs-0012, the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product a full evaluation to conclusively ascertain the root cause. The patient will continue to be monitored. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The bilateral iliacs were tortuous and the right common iliac artery diameter was off label however it is unclear if this contributed to the reported events. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.